Manufacturer narrative:
Covidien reference number: (B)(4). Although requested the serial number of the ventilator was not provider. A non-covidien service provider replaced the o2 sensor. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that a time of maintenance the e360 ventilator had an o2 sensor failure. There was no patient involvement.

Manufacturer narrative:
An oxygen (o2) sensor was returned to covidien/ medtronic¿s product analysis. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified and isolated to the o2 sensor not calibrated. If information is provided in the future, a supplemental report will be issued.